Manufacturer narrative:
Corrected data: date of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels the past few days (65 mg/dl). The contact stated the low bg levels were from an illness that occurred and the medications the customer was taking. The contact stated the low bg levels are not pump or pump supply related. Carbohydrates were consumed to address low bg levels. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.